Event description:
It was reported that no one ever explained how things work at implant. They told him to read the book. The manufacturer representative showed him how to use the recharger. It was also reported that a doctor thought the patient was having heart issues and his blood pressure started going to heck. Diagnostics on his heart were done and his cardiac pacemaker was working just fine. It was then reported that the patient¿s implantable neurostimulator (ins) was discharging and he could not figure out why. Every friday night and saturday morning he had charged to full. He saw the full ins screen. On sunday morning when he turned stimulation on, it was only ½ full. The rep ran checks and got it figured out. Follow-up determined that impedances were checked and some were out of range. A fall in the past that could have affected their stimulator was reported. No other information was known. Additional follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).